Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. This information was unable to be obtained given the source of the reported event. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that the patient experienced a pericardial effusion and cardiac perforation. During a pulse field ablation (pfa) pulmonary vein isolation (pvi) procedure to treat atrial fibrillation using a faradrive sheath a moderately sized pericardial effusion was discovered after the transseptal puncture. The transseptal puncture was performed with a versacross rf wire, and the faradrive sheath had been advanced into the left atrium (la) in preparation for ablation. The pericardial effusion was confirmed via intracardiac echocardiography (ice) before any mapping or ablation had taken place. Previous ultrasound images were checked and confirmed that a small pericardial effusion was present before the transseptal puncture, which got bigger afterwards. No medical intervention was performed to treat the pericardial effusion or perforation. The procedure was able to be completed. The device is not expected to be returned for analysis.